Event description:
It is reported that a customer was hospitalized on (B)(6) 2014 for a high blood glucose level of 500 mg/dl. The customer stated that there were no significant events that could have led to the issue. The customer states they can not read the number on the insulin pump. The customer was hospitalized for 17 days and complains that the history has been erased on their pump. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.